Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the end broke when the echelon microcatheter was placed inside the catheter. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an intracranial aneurysm.